Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was found unresponsive at home and was taken to the hospital. Computed tomography was performed and showed a massive intracranial bleed; her international normalized ratio (inr) was 3.1 seconds on admission. The patient was not on aspirin. The patient passed away due to the large intracranial bleed of an unknown cause. The patient was alone during the event, and it was unknown of any symptoms were experienced. There was no know changes to the patient's anticoagulation status prior to death. Per log file findings the pump appeared to have been operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.